Manufacturer narrative:
A clinical evaluation of the report was executed and it was not possible to confirm a rotation in the left breast according to the clinical evidence provided. · a complete review of the DHR for lot 19070341 was carried out, no deviation was found in the manufacturing process. The review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. ¿ · a definitive root cause could not be determined. · potential factors unrelated to the manufacture of the device that may lead to rotation include, but are not limited to: dissection. Physical activity. External manipulation of the implant. Surgical factors. · the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: · rotation ¿ anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue. Regarding implant characteristics, flipping has been associated with the presence or absence of texturing, implant shape/profile, and the gel-filling ratio (i.e., to what degree the implant has been filled). Other factors such as infection, hematoma/seroma, capsular contracture, dissection, surgeon¿s experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication. · as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. · establishment labs will continue to monitor for similar complaints/trends.

Event description:
It was reported that systemic rotation occurred, requiring three manual repositioning attempts. Additionally, further surgery was necessary to reduce the implant site and adjust the volume. Left side.

Manufacturer narrative:
Clinically, apparent rotation more commonly occurs when an implant flips back to front the back surface of the implant becomes anterior. Patients with this problem usually report suddenly noticing a difference in the appearance of their breast(s). (Ahmad & lista, 2017). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "anterior/posterior malposition, also called flipping, has been described to occur more frequently with cohesive gel implants. The shape of the breast is lost because the flat base of the implant is positioned anteriorly, deforming the breast of the patient. It has been reported in the literature that the interaction between breast envelopes, physical characteristics of the implant, and the pocket dissection is the cause of malposition. Other theories include the involution of the breast tissue. Regarding the implant characteristics, it has been associated with the presence or absence of texturing, the shape/profi le of the implant, and the gel-filling ratio. Other factors such as infection, hematoma, capsular contracture, dissection, surgeon´s experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication. T flipping can be treated with bimanual manipulation in the office and can be repeated in recurrent cases. However, in some cases, it may be necessary a revision surgery to reduce pocket dimensions". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. When the investigation process is completed the applicable findings will be included in a supplemental medwatch.